Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Many heart failure patients will have permanent pacemakers and internal defibrillators in place by the time an lvad is implanted. These devices are often needed in the early postoperative period. Cardiac arrhythmias are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Death as a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. The root cause of the event cannot be conclusively determined. Factors which may have contributed to patient's death include pre-existing comorbidities, patient's medical history positive for diabetes mellitus, insulin dependent, nyha class IV, atrial fibrillation and ventricular tachycardia. With review of the reported information there is no indication of any device performance or manufacturing issues related to the event. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported as per study database subject's death and cause of death is undetermined at this time. Patient medical history positive for diabetes mellitus, insulin dependent, nyha class IV, atrial fibrillation and ventricular tachycardia. No further information provided.

Manufacturer narrative:
The device remains implanted post-mortem. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported event. In addition, the site reported that the vad functioned as intended and did not contribute to the patient's outcome. Though the root cause of the reported event cannot be conclusively determined clinical factors that may have contributed to the patient's outcome related to the event are multifactorial and may be attributed to medical treatment, progression of disease, and patient comorbidities. There are patient factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.